Event description:
It was reported that the customer woke up with a blood glucose level of 434 mg/dl on (B)(6) 2014. Customer took some insulin and 2 hours later, her blood glucose level was 248 mg/dl. Customer stated that there was blood on her stomach around the setting. Troubleshooting for high blood glucose levels was performed and settings were programmed correctly. Customer's blood glucose level was 405 mg/dl when first started based on bolus history. Customer stated that she does not have the tubing clamp. Customer will be sent a tubing clamp and be called back to continue troubleshooting. On (B)(6) 2014, customer called back to run the high pressure test. Customer's blood glucose was 224 mg/dl. Insulin pump failed the test twice. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, minor scratches and cracks on the display window.